Event description:
It was reported that the right ventricular (rv) lead rv and superior vena cava (svc) coils set off a lead alarm due to high impedance greater than 200 ohms. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #6944-58: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was noted that analysis of the device memory indicated a lead impedance out of range alert and analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 1642t-52 st-jude-lead implantable pacing lead (B)(6) 2008. (B)(4).